Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart and a frozen display. Blood glucose level at the time of the incident was 253 mg/dl. During troubleshooting, the device began to function normally again, then another unexpected restart occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or frozen screen noted. All buttons/keypad properly and no anomaly noted. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected insulin pump alarm or reset/reboot and counting numbers up anomaly noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.